Manufacturer narrative:
This supplemental report is submitted to provide the device availability information.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a power supply malfunction.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The processor did turn on and the likely cause determined to be the power supply.

Event description:
The user facility reported to olympus that the device was not "working properly" and a problem when trying to turn the device on. The problem was found on preparation for use.